Event description:
The customer reported to vyaire medical problem with vela ventilator where it does not alarm when turned off, but alarms during post (power on self test). There was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.